Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report #1627487-2018-08820. It was reported ((B)(6)) during the ipg replacement procedure for recharge burden, (when a new ipg was replaced) high impedances were noted on lead and so no stimulation was achieved. The extensions were cleaned and placed in the right positions in the header of the ipg. Reportedly, impedances have not resolved but satisfactory coverage was achieved post-operatively.

Event description:
Device 1 of 2: reference MFR report#1627487-2018-08820. Additional information received identified that patient still has high impedances and dissatisfied with the stimulation. As a result, surgical intervention is pending to address the issue.

Event description:
Device 1 of 3. Reference MFR report#1627487-2018-08820. Reference MFR report:1627487-2018-12261. Follow up revealed that the patient underwent surgical intervention on (B)(6) 2018 where both extensions and lead model 3286 were inadvertently cut. As a result, lead model 3186 and a new extension were connected to the ipg. Effective therapy has not been established. A follow up is pending.

Event description:
Device 1 of 3. Reference MFR report#1627487-2018-08820. Reference MFR report:1627487-2018-12261. Follow up revealed that the patient currently has therapy. No additional surgery is planned at this time.